Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The cuff of the aus was not tight enough due to weight loss. The existing aus was explanted and replaced. There were no further patient complications.